Event description:
On (B)(6) 2026, the user reported experiencing a low glucose event that resulted in a visit to the emergency room at approximately 10:30 pm central time. The user stated that a fingerstick blood glucose (bg) value of 40 mg/dl was obtained at the time of the event. No sensor glucose (sg) data were available, as review of the data management system confirmed that the user had not been using the system since (B)(6) 2026 due to loss of the smart transmitter. The user received medication treatment at the hospital and reported feeling significantly better at the time of follow-up. The user's healthcare provider was not aware of the event at the time of reporting, and the user was advised to follow up with their healthcare provider for further medical guidance.

Manufacturer narrative:
Because the system was not in use, no glucose alerts were received at the time of the event, which was consistent with expected behavior and does not require further investigation. Per data management system review, the system remained inactive at the time of review due to previously reported transmitter loss. A courtesy transmitter replacement was offered to the user.